Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported: downward deflection stopped working during a case. No negative impact in state of health reported.

Manufacturer narrative:
Conclusion summary: root cause investigation activities to be documented per the loss of deflection issues stem from multiple different causes on activities are documented as part of iaf 2025-09-30-01. This event is filed under internal complaint ID (B)(4).